Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display when trying to deliver a bolus. The customer¿s blood glucose level was unknown. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was no response from a button. Customer states pressing menu button does not takes them to the menu screen. Customer states using the up arrow does not allow them to navigate screens. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer reported that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.